Event description:
A hospital in (B)(6) reported that when a new rt110 breathing circuit was connected to the humidifier, the humidifier base began alarming, indicating "limb problem, not heating up". The hospital staff changed the temperature probe and the heater wire adapter, but the problem was not resolved. The alarm on the humidifier base stopped when a new inspiratory tube was used. It was further reported that when an rrt (registered respiratory therapist) examined the connector pins of the rt110 breathing circuit, they appeared "ok". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the electrical resistance of the heater wire in the inspiratory tube of an rt110 adult breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. We were unable to carry out a lot check as no lot information was provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).